Manufacturer narrative:
Additional information: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. There was no further information available.

Event description:
Available information was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse stated that the patient was admitted to the hospital due to peritonitis on (B)(6) 2016 following a positive culture for the organism streptococcus mitis. The patient was treated with vancomycin and another unspecified antibiotic. The pd nurse reported that the patient recovered and was discharged on (B)(6) 2016.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis (pd) patient reported he was being released from the hospital due to peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient was admitted to the hospital for peritonitis from (B)(6) 2016. The patient was treated with vancomycin and other unspecified antibiotics. The rn was not aware of the source of contamination and the culture was positive for streptococcus mitis. The patient recovered from peritonitis and is completing treatment. Medical records were requested.